Manufacturer narrative:
The device switched several times in back up mode due to bluetooth communication issue and the reinitialization was not successful leading to a device interrogation¿s impossibility. - the battery is not able to provide the needed current for a bluetooth communication. O a component involved in the current collection for a bluetooth communication has been found broken through battery¿s x-ray. - this complaint is recorded for trending purposes. For more details, please refer to CAPA-76.

Event description:
On (B)(6) 2024, during the 1-week follow-up check, interrogation was attempted with orchestra plus, but pop-up confirming initialisation appeared, and after selecting yes, interrogated again, but same message was appeared and the interrogation could not be performed. Same issue occurred with smarttouch. Alizea was programed ddd mode and remote monitoring on, alert on. However remort monitoring has not been set yet.

Event description:
On (B)(6) 2024, during the 1-week follow-up check, interrogation was attempted with orchestra plus, but pop-up confirming initialisation appeared, and after selecting yes, interrogated again, but same message was appeared and the interrogation could not be performed. Same issue occurred with smarttouch. Alizea was programed ddd mode and remote monitoring on, alert on. However remort monitoring has not been set yet.